Event description:
It was reported that the patient presented to the physician for defibrillation testing. Low impedance was detected and possible output damage. Technical services discussed output stage and lead damaged. The lead was capped.